Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the initial reporter that the event has been resolved.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
An optometrist reported that following an intraocular lens (iol) implant procedure, there was an unexpected myopic outcome. The patient had previous lasik surgery. The target refraction was 0; and the postoperative refraction was -1.25-0.25x180. Additional information was provided by the initial reporter that the lens was exchanged due to the patient being unable to see. The lens was replaced with a different lens model, and power difference of 1.5 diopters. There are two reports associated with this patient. This report is for the right eye.